Event description:
It was reported that the communicator power port at the back was burned. A boston scientific company representative advised disconnecting the communicator and opted to replace the communicator. No adverse patient effects were reported. The communicator was no longer in service.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the communicator power port at the back was burned. A boston scientific company representative advised disconnecting the communicator and opted to replace the communicator. No adverse patient effects were reported. The communicator was no longer in service. Additional information indicates that the allegation was confirmed. Power adapter was returned disassembled, signs of burn/melt marks on back cover (picture). Did not plug in due to signs of eos and being disassembled. The power adapter behavior is consistent with a high-power electrical overstress event. Additional information is pertinent as this provides significant impact that changed the overall understanding of the event. Additional information does not impact the current reporting decision.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory additional information from product investigation indicates that the allegation against the communicator was confirmed. The returned power adapter was returned disassembled, signs of burn/melt marks on back cover. The power adapter behavior is consistent with a high-power electrical overstress event. The adapter was unable to power the communicator due to an internal anomaly. If information is provided in the future, a supplemental report will be issued.